Event description:
The customer stated that the low control is out of range low on the axsym troponin-I adv assay even after recalibration. There was no report of incorrect pt results.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant pt results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.